Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode had migrated and dislodged. A revision procedure was performed and defibrillation threshold (dft) testing was attempted and failed. The lead was successfully repositioned and final dft testing was successful. No additional adverse patient effects were reported.